Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a complete drawer failure occurred, and the drawer was not detected on the bus. As part of troubleshooting, the connection was switched from wireless to wired. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer opened the back panel and observed that the data light on the pyxibus module board for drawer 2.1 was blinking. Powered the station off and tested both drawer controller boards, which read within normal parameters. Replaced the damaged retractor band on drawer 2.1 and tested both drawers in diagnostics with no issues noted. The system functioned as intended after the field service engineer repaired the device.